Event description:
A nurse reported that there was water leakage from the cassette during set up for surgery. The procedure type was not known. There was no information about any patient impact or procedure completion details.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used pack was visually inspected, and no obvious defects were found. The identification (ID) tabs and the infusion chamber were intact. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette without any interference. The ball in the drip chambers¿ check valves moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 7500 cut rate displayed on the console screen. The submerge leak test was performed on the cassette. No leakage occurred during generating pressure from the mensor. The product was tested using the console software. The product could prime and pass intraocular pressure (iop) calibration successfully. The product was recognized as posterior cassette on the console. No air leak or occlusion was detected from the infusion airline during priming process. No fluid flowed to the airline of the administration line. No message code appeared on the screen. No bubble was observed in the non-invasive flow sensor (nifs) fluid path before the cleaning process. No leakage was detected from the cassette, drain bag, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The product passed functionality. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).